Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during the farawave procedure for atrial fibrillation, the catheter flush and deployment were tested prior to inserting into patient and appeared normal. The physician noticed a white cloudy substance inside flush port after catheter was inserted in patient body while connecting to external flush bag. A new device was used to complete the procedure. No patient complications occurred. The device was received for analysis and investigation is still in progress. An image was provided for review.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection found potential adhesive in the flush tubing. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and the irrigation was functional in all deployment states. Microscopic inspection observes that adhesive is inside the flush port which will not affect the operation of the flushing system. An image was provided for review showing build-up of adhesive in the discharge tube. This is part of the assembly between the flush tubing and luer, and the potential adhesive is outside of the tubing, which will not affect the operation of the flushing system since it would not be in contact with the inner section.

Event description:
It was reported that during the farawave procedure for atrial fibrillation, the catheter flush and deployment were tested prior to inserting into patient and appeared normal. The physician noticed a white cloudy substance inside flush port after catheter was inserted in patient body while connecting to external flush bag. A new device was used to complete the procedure. No patient complications occurred. The device was received for analysis. An image was provided for review.